Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, while attempting to remove the guidewire, it appeared that was snagged on a vein and began to uncoil/kink. It was reported that they never had difficulty inserting it, line went in easily, slight pressure with dilations but not too much, but when they went to remove and it shredded. They could not pull it out (small kink) and had to remove entire wire and line. It was stated that this happened two times (internal jugular and femoral). They had to call surgery and the same thing happened to them twice and they got it on third time. It was stated that the guidewire was still intact when removed. There was no reported patient outcome.